Manufacturer narrative:
(B)(4). We received (B)(4) used (approximately half filled) easypump ii lt 100-50-s without packaging. The received samples were taken to a visual inspection. Damages were not detected. In as-received condition the white clamps are closed and the patient connectors was not closed (the original wing caps were not handed over by the customer. Further on, we detected liquid and crystallized drug residues at the filling ports (lli-cones) and at the patient connectors (lla-cones) of the 2 samples. Additionally the 2 pumps were filled with nacl 0.9 % up to the nominal value (100 ml) and a functional test respectively a leak test was carried out. After opening the white clamp the pumps did work immediately (solution was running). Leakages were not detected at the samples. Flow rate test: nominal: 2 ml/h. Actual: sample 1= 2.9 ml in 1 h; 5.7 ml in 2 hrs; 46.5 ml in 25 hrs. Sample 2= 2.8 ml in 1 h; 5.4 ml in 2 hrs; 50.2 ml in 25 hrs. Leakages were not detected at the received samples. A slow flow (as described by the customer) could not be determined. Hence we assess this complaint to be not justified. We have informed our manufacturer accordingly. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to bbm in (B)(4) for investigation. A follow-up report will be provided after the inspection results are available. The batch record could not be reviewed since the lot number is not known.

Event description:
As reported by the user facility ((B)(4)): 3 easypump did not infused or partially.